Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed fluid leaking at the bottom of the ilet associated with the cartridge/connector, initially replaced the cartridge, and then was advised to replace the connector; therapy was resumed with a new cartridge after following the user guide. Symptoms included no reported change in blood glucose. Outcomes included no reported clinical impact and no alerts or alarms. Investigation included user education on proper cartridge fill and replacement and collection of the cartridge lot information. Investigation of this case revealed user-reported leakage with no device alarms and successful continuation of therapy after component replacement. It was concluded that the event was attributable to a suspected leak at the cartridge or connector with resolution after replacement and no reported adverse health effects.